Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false negative troponin (tni) result compared to an alternate method on the beckman. Pt¿s chart in the 3 visits in the last month: pt sent to downtown (B)(6) ¿ stents but no blockage. Cad status post stents 3. Still in-patient. The pt had tni values between 2.69-1.02 consistently through these 3 visits. Every visit reproduced the same results as the investigation into the initial negative tni on triage and positive tni on beckman. (See MFR report #2027969-2012-00430 for previous complaint on the same pt). No other new pt info was provided.